Event description:
It was reported that at the beginning of the surgical procedure, an anesthesiologist noticed a flame coming from the connection between the generator and the return electrodes. The flame was extinguished without harm to the pt or staff. The generator was sent to the hosp medical electronics where the generator was checked and no fault was found. The generator has been put back in service at the hosp.